Event description:
Account reported increased occurrences with the flo-gard infusion pumps in which they are loading the tubing backwards in the pump channel creating backflow. No injury was reported associated with this report.